Event description:
A customer reported incorrect time settings on a device, leading them to update their personal profile and settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any recurring discrepancies, which the customer acknowledged.